Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported after sterilization process at user facility, the aseptic housing fractured and the top housing was detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, top housing detached from the large aseptic bottom housing, was confirmed. The service technician observed that the top housing separated from the bottom housing. No other symptom failures were found. An aseptic housing top damaged-cracked failure mode was determined. Device was placed in parts retention.

Event description:
It was reported after sterilization process at user facility that the aseptic housing fractured and the top housing was detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.